Event description:
Pt had a triple lumen catheter inserted. Five days later the pt got out of bed and walked across the room stretching the attached tubing very tightly. The central line broke. The pt experienced a cardiorespiratory arrest suspected to be caused by an air embolus. CPR and acls protocol was performed. Pt was extubated several hrs after the event.